Manufacturer narrative:
Product was returned and evaluated. Pictures and lot number was also provided for the investigation. After the investigation, it was determined that the product shifted in its pouch prior to being sealed, and the product interfered with the proper sealing of the packaging causing a sterility breach. The root cause was manufacturing error. No corrections are necessary at this time, however aspen will continue to monitor feedback for trends to continually improve processes. In addition, a lot number was mistakenly left off of the original report, so it was added in this supplemental report. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of products were discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as comp (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device is available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).